Manufacturer narrative:
Information regarding section suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Continued from section occupation: non-healthcare professional. Information regarding section: (B)(4). The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a hemostasis procedure, the physician used three (3) cook hemospray endoscopic hemostats. The patient was heavily bleeding from the gastroduodenal artery in the bulbus [duodenal bulb]. The first hemospray was used, but there was insufficient amount of powder per shot. A second catheter was attempted to be used (see related emdr 1037905-2019-00294). A second hemospray device was used. While screwing the red cap to activate the second device, the handle exploded in the nurse's hand. The tail [sic] was flung against the leg of the doctor [lower part of handle and red activation knob] (subject of this report). A third hemospray was used but there was also insufficient powder delivery per shot (see related emdr 1037905-2019-00294) (device was tested prior to use). A fourth device was activated but not used. The patient had lost too much blood and went to surgery. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA/510 (k) #: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "on" position. The white handle was fractured, exposing the threads of the regulator as well as the lance. The regulator o-ring was missing. The missing pieces of the white handle and the red activation knob were not included in the return. There is a crack in the remaining portion of the white handle on the proximal side. The device was disassembled and the low pressure valve tube leading to the powder chamber was connected to the incorrect peg. This indicates that this device was likely from lot umber w4180860. It is unknown if the incorrectly placed tubing on the low pressure valve contributed to the handle break. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. A separate corrective action has been initiated concerning tubing being misassembled on the low pressure valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective actions have been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of these corrective actions. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used three (3) cook hemospray endoscopic hemostats. The patient was heavily bleeding from the gastroduodenal artery in the bulbus [duodenal bulb]. The first hemospray was used, but there was insufficient amount of powder per shot. A second catheter was attempted to be used (1037905-2019-00339). A second hemospray device was used. While screwing the red cap to activate the second device, the handle exploded in the nurse's hand. The tail [lower part of handle and red activation knob] was flung against the leg of the doctor (subject of this report). A third hemospray was used but there was also insufficient powder delivery per shot (see related emdr 1037905-2019-00294) (device was tested prior to use). A fourth device was activated but not used. The patient had lost too much blood and went to surgery. An unintended section of the device did not remain inside the patient¿s body. The patient was taken to surgery for hemostasis due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.